Manufacturer narrative:
Device code relates to problem code for the reported event of distal tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4). Medwatch # 5066453.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip broke off and remained in the patient. A snare was used to retrieve the fragment. No part of the balloon was left inside the patient based on fluoroscopy and still x-ray results. It was noted that there was no adverse reaction experience by the patient, and no patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information regarding this event have been unsuccessful. If any relevant information is available, a supplemental report will be submitted.